Event description:
It was reported that during a lead extraction procedure to remove an rv ICD lead, a pericardial effusion occurred. Reportedly, the 16f glidelight laser sheath was used to progress down the lead until the point of the tricuspid valve. At this point, progress stalled and a small effusion was identified via tee. A pericardiocentesis was performed, which drained 200cc of blood. The effusion then cleared and after a period of time, the extraction was completed successfully using the same laser device.